Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was received inside inner pouch, with plate opened and reservoir swelled. Sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Plate was activated and de-activated several times without any issues. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was observed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Defect could not be confirmed on sample received. Based on the present analysis, it is determined that the reported complaint is not replicated and based on the information provided it couldn't be related to manufacturing process, it's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacture control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to obtain the device. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 a reservoir was used. Post operatively, when trying to start suction again after collecting exudate and capping the exit port, the exit port cap could not be tightened securely. Suction could not be done properly in the ward. Air leak occurred at the exit port, and the reservoir swelled shortly. Another reservoir was used with no problem. Further details are not provided. There were no adverse consequences to the patient.